Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited over-sensing noise. No intervention was performed. No patient consequences.

Manufacturer narrative:
Correction: h6 component code.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited over-sensing noise. No intervention was performed. No patient consequences. New information notes that the right ventricle lead was explanted and replaced on (B)(6) 2022. No patient consequences.

Manufacturer narrative:
Correction: b5.